Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The cpu circuit board was replaced with an upgrade kit. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would not initialize on the first attempt and reported a communication error. There was no adverse pt involvement reported.